Event description:
It was reported that when using the bd pyxis¿ es server, customer mentioned station was on critical overrise and need to specialist to check in the server to see what cause issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was found that the stations were in critical override due to data sync service timeout issue. A technical support specialist (tss) connected to the server and confirmed that all external services were running. A site-down query showed no carefusion coordination engine (cce) disconnect flags. The tss restarted the database synchronization and external messaging services, after which the number of stations in critical override gradually decreased. Health sight viewer (hsv) logs showed delays in electronic privacy information center (epic) and active directory (adt) messages for about 3 hours and 48 minutes, and delays in electronic privacy information center (epic) messages for about 1 hour and 7 minutes. A received-messages query confirmed that messages were being processed and were current. The issue was resolved after the database synchronization service was restarted. The system functioned as intended after the technical support specialist troubleshot the device.